Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the left anterior descending (lad) artery. The physician advanced a csi viperwire guide wire across the lesion and loaded the oad onto it. The physician performed three runs at low speed for approximately 25 seconds each run. The oad was removed and a balloon was advanced into the patient for follow-up balloon angioplasty. As the balloon was being inflated, a perforation was noted in the lad. At this point, the physician deployed a graftmaster stent across the perforation to resolve it. However, distal blood flow was reduced and nearly diminished post-stent. Additional stents were deployed and verapamil was administered, but the no flow event did not resolve. The physician believed there was a hematoma in the epicardial space that was pushing on the lad and restricting blood flow. A balloon pump was introduced into the patient and the patient was taken for an emergency coronary artery bypass graft (CABG).